Manufacturer narrative:
(B)(4) date sent: 4/16/2026 d4: batch #597d06 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two gst60b (b and c) reloads present. Both reloads were received partially fired 1/5. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence and opened and closed without any difficulties. The staple lines and cut lines were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 645d07; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 597d06, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, after the 4th firing of the stapler (lot 645d07), the device was cleaned and a blue 60 cartridge (lot 669d88) was placed in the abdominal cavity, but the stapler did not open. The blade was reversed, but it still did not open. It was necessary to remove it from the cavity, and after repeating the blade reverse three times the stapler opened. It was noted that the cartridge showed signs of pre-firing; the cartridge was removed, the stapler was cleaned again and replaced with another blue 60 cartridge (lot 620d23), which also did not fire and showed pre-firing. The stapler was exchanged (lot 645d07) while keeping the blue 60 cartridge (lot 620d23); however, the problem persisted: the stapler did not fire and the cartridge again showed signs of pre-firing. The stapler was cleaned and the blue 60 cartridge (lot 620d23) was replaced again, without success. Another stapler and cartridge were requested and opened; that set functioned and the surgeon was able to proceed with the surgery. There was a delay of 40 minutes to complete the procedure. There was no patient consequence reported. No additional information provided.